Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray had leakage.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual evaluation of the returned sample noted two drainage bags with inlet tubes, sample port connectors, syringes, catheters, and test components (pcn 175816 and lot number ngjp1884). Both drainage bags were received opened and without their original packaging. During visual and functional inspection, each catheter balloon was inflated using the returned syringe with 10 ml of methylene blue solution (prepared using 3 drops of 1% aqueous methylene blue per 100 ml of distilled water). One catheter balloon inflated properly with no observed issues. The second catheter balloon exhibited leakage from a pinhole located at the bifurcation site, measuring approximately 0.013 inches. When the syringe remained attached, the catheter was able to deflate passively. Each drainage bag was filled with water for leak testing, and no leakage was observed from either bag. No lubricant gel was returned with the sample for evaluation; therefore, gel-related leakage could not be assessed. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray had leakage.